Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Date of explantation: (B)(6) 2024. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation primary with unspecified mentor gel breast implants and experienced capsular contracture baker grade unknown on the right side post-operatively, which was confirmed during a physical exam. As a result, the patient is scheduled for removal on (B)(6) 2025.

Manufacturer narrative:
On may 20, 2025, additional information was received indicating the baker grade is grade iii. On may 23, 2025, additional information was received indicating the explantation surgery was rescheduled to (B)(6) 2025. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On feb 4, 2025, additional information was received indicating the impacted product is a mentor memorygel breast implant 400cc, catalog number 3504004bc, serial number (B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On aug 25, 2025, additional information was received indicating the explantation surgery has been rescheduled to jan 13, 2026. Manufacturer¿s reference number: (B)(4).